Event description:
It was reported that nonsustained lead noise alerts were noted upon interrogation. Myopotential oversensing was suspected. The device was reprogrammed and the issue was resolved. The patient is in good condition.